Manufacturer narrative:
It was reported that one hl20 single pump (serial# (B)(6)) displayed the error message ¿runaway¿ once. The pump was restarted and the error was not displayed again. The event occurred during treatment. No harm to any person has been reported. According to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. The reported failure lead to an unintentional pump stop. Therefore a report is required. A getinge field service technician (fst) was sent for investigation and repair on 2024-12-20. As a preventive measure the optical tacho board was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The affected part was not made available for further investigation at the manufacturer. The reported error message: "runaway" can be linked to the following most probable root cause according to the hl20 risk assessment file: wrong pump speed because of: - communication error (e.g. Wrong ratio between master-slave pumps due to communication error) the review of the non-conformities has been performed on 2024-01-07 for the period of 2014-09-05 to 2024-12-19. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2014-09-05. In addition a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "error message runaway" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2014. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
It was reported that one hl20 pump displayed the error message: ¿runaway¿ once. The pump was restarted and the error was not displayed again. The event occurred during treatment. No harm to any person has been reported. The reported failure lead to an unintentional pump stop. Therefore a report is required. According to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. Complaint ID: (B)(4).